Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number. However, a device history record review was performed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the lifestream device was returned for evaluation. The balloon exhibited no evidence of previous inflation. The pleats, folds and crimp indentations were intact. The stent was positioned correctly on the balloon with no evidence of stent expansion. During the functional examination the balloon was successfully inflated to 8 atm, the stent expanded correctly. The balloon also deflated successfully. The result of the investigation is unconfirmed for the balloon inflation issue. The root cause for the reported balloon inflation issue could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: indication for use: the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Contraindications: the lifestream¿ balloon expandable vascular covered stent is contraindicated for use in: ¿ patients with uncorrected bleeding disorders. ¿ patients who cannot receive recommended antiplatelet and/or anticoagulation therapy. ¿ patients who are judged to have lesions that prevent complete expansion of the implant based on the lesion morphology, the diagnostic angiography and/or lesion response during pre-dilation. ¿ lesions in which the lumen diameter post balloon angioplasty is insufficient for the passage of the endovascular system. ¿ lesion locations subject to external compression. Warnings: ¿ this device has been designed for single use only. ¿ do not use the device if sterile packaging/pouch has been damaged or unintentionally opened prior to use. ¿ use the device prior to the use by date specified on the package. ¿ do not exceed the maximum rated burst pressure since this increases the potential for balloon or catheter rupture and vessel damage. The use of a pressure monitoring device is recommended to prevent over pressurization. ¿ use only diluted contrast medium for balloon inflation. Do not use air or any gaseous medium to inflate the balloon as this may cause uneven expansion and difficulty in deployment of the covered stent. For the contrast/saline solution, a ratio of 50/50 is recommended. ¿ do not retract the balloon until the balloon is fully deflated under vacuum. Precautions: ¿ the device should only be used by physicians who are trained in endovascular procedures and are familiar with the required devices and materials, complications, side effects and hazards of peripheral vascular interventions. ¿ prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. ¿ do not use if the delivery system cannot be properly flushed. ¿ keep dry. Keep away from sunlight. Storage: ¿ store in a cool, dry place. Keep away from sunlight. Use the device prior to the use by date specified on the package. Directions for use: air evacuation: 7. A 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. 8. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. 9. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. 10. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. 11. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. 12. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent: 13. Advance the endovascular system over the guidewire into the introducer sheath. 14. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. 15. Slowly inflate the endovascular system balloon to nominal pressure, expanding the covered stent. Confirm complete expansion via fluoroscopic visualization. A 15 ¿ 30 second inflation time is recommended. Important: do not exceed the rated burst pressure of the delivery system. 16. After covered stent deployment, apply negative pressure to the balloon until it is fully deflated. Withdraw the delivery system while maintaining negative pressure with the guidewire remaining across the lesion. H10: d4 (expiration date: 07/2024), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure in the common iliac artery below the bifurcation site via a retrograde approach through the common femoral artery, the balloon allegedly failed to inflate. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return

Event description:
It was reported that during a stent placement procedure in the common iliac artery below the bifurcation site via a retrograde approach through the common femoral artery, the balloon allegedly failed to inflate. It was further reported that another device was used to complete the procedure. There was no reported patient injury.